Manufacturer narrative:
Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect label content with the incident lot was not observed. The visual evaluation of the photos does not show any issues with the shelf label pictogram. Review of the current revision of the vacutainer drawing label shows the correct label artwork was printed and applied to the shelf pack. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® boric acid sodium borate/formate c&s urine tube, the device experienced incorrect label information. The following information was provided by the initial reporter. The customer stated: I have the safety data sheet for the bd vacutainer® boric acid tube sodium borate / formate c&s urine tube which indicates the following pictogram, but on the product I still have the pictograms of the old regulations which are no longer applicable since 2015.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® boric acid sodium borate/formate c&s urine tube, the device experienced incorrect label information. The following information was provided by the initial reporter. The customer stated: I have the safety data sheet for the bd vacutainer® boric acid tube sodium borate / formate c&s urine tube which indicates the following pictogram, but on the product I still have the pictograms of the old regulations which are no longer applicable since 2015.